Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured cervix"), device breakage ("device breakage"), fallopian tube perforation ("perforation of fallopian tube/perforation of tube/malposition of device"), device expulsion ("malposition of essure: cervix/migration of essure device/coil wrapped around cervix") and pelvic pain ("pelvic pain") in a female patient who had essure (ess205) (batch no. 024842-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and umbilical hernia in (B)(6)2008. Concurrent conditions included overweight, hypothyroidism, hernia, environmental allergy, drug allergy, umbilical hernia and uterine bleeding. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), esomeprazole and zolpidem tartrate (ambien). In (B)(6)2007, the patient experienced dyspareunia ("dyspareunia") and abdominal distension ("bloating"). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced nausea ("nausea"), fatigue ("fatigue"), dysgeusia ("metalic taste in her mouth") and allergy to metals ("nickel allergy"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In march 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal bleeding"). In (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2014, the patient experienced rash ("skin rashes"). In (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), vulvovaginal pruritus ("vaginal itching"), abdominal rigidity ("abdominal spasm"), back pain ("back pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), amnesia ("memory loss"), menorrhagia ("menorrhagia"), libido decreased ("diminished libido"), vulvovaginal inflammation ("vaginal inflammation") and arthralgia ("joint pain") and was found to have weight increased ("weight gain/loss- weight gain"). The patient was treated with ondansetron (zofran) and surgery (B)(6)2017 bilateral salpingectomy, laparoscopy, removal of essure implants,diagnostic hysteroscopy and underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device expulsion, abdominal pain lower, vaginal haemorrhage, vulvovaginal pruritus, abdominal rigidity, back pain, pain, fatigue, migraine, feeling abnormal, amnesia, alopecia, rash, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, allergy to metals, vaginal discharge, libido decreased, anxiety and weight increased outcome was unknown, the pelvic pain, nausea, vulvovaginal inflammation and arthralgia had resolved and the dysgeusia was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal rigidity, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, menorrhagia, migraine, nausea, pain, pelvic pain, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal inflammation, vulvovaginal pruritus and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - in (B)(6)2008: results: essure were placed correctly. Most recent follow-up information incorporated above includes: on 15-feb-2019: pfs received. Event weight gain/loss- weight gain pt updated to weight gain. Event punctured cervix added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of fallopian tube/perforation of tube/malposition of device"), device expulsion ("malposition of essure: cervix/migration of essure device/coil wrapped around cervix") and pelvic pain ("pelvic pain") in a female patient who had essure (ess205) (batch no. 024842-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage. Concurrent conditions included overweight, hypothyroidism, hernia, environmental allergy, drug allergy, umbilical hernia and uterine bleeding. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), citalopram hydrobromide (celexa), esomeprazole magnesium (nexium) and zolpidem tartrate (ambien). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced dyspareunia ("dyspareunia") and abdominal distension ("bloating"). In (B)(6)2008, the patient experienced nausea ("nausea"), fatigue ("fatigue"), dysgeusia ("metalic taste in her mouth") and allergy to metals ("nickel allergy"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal bleeding"). In (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2014, the patient experienced rash ("skin rashes"). In (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), vulvovaginal pruritus ("vaginal itching"), abdominal rigidity ("abdominal spasm"), back pain ("back pain"), pain ("body aches"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), amnesia ("memory loss"), menorrhagia ("menorrhagia"), weight fluctuation ("weight gain/loss"), libido decreased ("diminished libido"), vulvovaginal inflammation ("vaginal inflammation") and arthralgia ("joint pain"). The patient was treated with ondansetron (zofran), surgery (B)(6)2017 bilateral salpingectomy, laparoscopy, removal of essure implants,diagnostic hysteroscopy), surgery (B)(6)2017 bilateral salpingectomy, laparoscopy, removal of essure implants,diagnostic hysteroscopy), surgery (B)(6)2017 bilateral salpingectomy, laparoscopy, removal of essure implants,diagnostic hysteroscopy) and surgery (underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, abdominal pain lower, vaginal haemorrhage, vulvovaginal pruritus, abdominal rigidity, back pain, pain, fatigue, migraine, feeling abnormal, amnesia, alopecia, rash, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, allergy to metals, vaginal discharge, weight fluctuation, libido decreased and anxiety outcome was unknown, the pelvic pain, nausea, vulvovaginal inflammation and arthralgia had resolved and the dysgeusia was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal rigidity, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, menorrhagia, migraine, nausea, pain, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal inflammation, vulvovaginal pruritus and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - in 2008: essure were placed correctly. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of fallopian tube/perforation of tube"), device expulsion ("malposition of essure: cervix/migration of essure device/coil wrapped around cervix") and pelvic pain ("pelvic pain") in a female patient who had essure (ess205) (batch no. 024842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage. Concurrent conditions included overweight, hypothyroidism, hernia, environmental allergy, drug allergy, umbilical hernia and uterine bleeding. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), citalopram hydrobromide (celexa), esomeprazole magnesium (nexium) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and abdominal distension ("bloating"). In 2010, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), vulvovaginal pruritus ("vaginal itching"), abdominal rigidity ("abdominal spasm"), back pain ("back pain"), pain ("body aches"), fatigue ("fatigue"), dysgeusia ("metalic taste in her mouth"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), amnesia ("memory loss"), rash ("skin rashes"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/loss"), libido decreased ("diminished libido"), vulvovaginal inflammation ("vaginal inflammation"), anxiety ("anxiety") and arthralgia ("joint pain"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy, laparoscopy, removal of essure implants,diagnostic hysteroscopy) and surgery (underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, abdominal pain lower, vaginal haemorrhage, vulvovaginal pruritus, abdominal rigidity, back pain, pain, fatigue, migraine, feeling abnormal, amnesia, alopecia, rash, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, allergy to metals, vaginal discharge, weight fluctuation, libido decreased and anxiety outcome was unknown, the pelvic pain, nausea, vulvovaginal inflammation and arthralgia had resolved and the dysgeusia was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal rigidity, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, menorrhagia, migraine, nausea, pain, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal inflammation, vulvovaginal pruritus and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - in 2008: essure were placed correctly . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: event menorrhagia, device breakage, dysmenorrhea, dyspareunia, bloating, device expulsion, nickel allergy, fallopian tube perforation, vaginal discharge, weight fluctuation, diminished libido, vaginal inflammation, anxiety, joint pain added. Events outcome, reporter, concurrent condition, concomitant medication, lab data added. On 4-apr-2018: medical records received: reporter, concomitant disease and essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), vulvovaginal pruritus ("vaginal itching"), abdominal rigidity ("abdominal spasm"), back pain ("back pain"), pain ("body aches"), nausea ("nausea"), fatigue ("fatigue"), dysgeusia ("metalic taste in her mouth"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), amnesia ("memory loss"), alopecia ("hair loss") and rash ("skin rashes"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, vulvovaginal pruritus, abdominal rigidity, back pain, pain, nausea, fatigue, dysgeusia, migraine, feeling abnormal, amnesia, alopecia and rash outcome was unknown. The reporter considered abdominal pain lower, abdominal rigidity, alopecia, amnesia, back pain, dysgeusia, fatigue, feeling abnormal, migraine, nausea, pain, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pruritus to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.